Event description:
Addition information received 02-nov-2023 from a clinical study reports the 71 y/o white male patient presented originally to see the surgeon on (B)(6) 2021 w/ loosening glenoid & probable glenoid bone loss. The patient had been experiencing severe pain. A glenoid & humeral component revision was done on (B)(6) 2021, and intraoperative cultures were taken & came back positive for a bacterial infection. Pt was then prescribed 1000mg amoxicillin & 300mg rifampin for 3 months. Additional information: date of event onset: unknown in 2020. Adverse event name: deep infection. Patient has since change medical provider. As initially reported by the patient, ¿screws are coming loose¿. This male patient received a tsa and called this manufacturer and asked to speak to an engineer or product manager, stating he is now experiencing loosening, the patient thinks the "screws are coming loose". Patient was called by the manufacturer and advised to go see his surgeon based on symptoms could be signs of infection, the patient does not think it is infected. Stated that he has done a lot of weightlifting and he thinks he maybe did too much. The patient agreed to go to his surgeon and look at either reducing his function to let it heal or get it revised if that is necessary.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 320-06-38 - glenosphere 38mm (B)(6) 320-15-01 - eq rev glenoid plate